Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was programmed in safer mode at the end of the previous follow-up. During the follow-up performed on (B)(6) 2017, the pacemaker was unexpectedly found in ddd mode. It was also reported that the remaining lifetime was overestimated. Considering the rising of the battery impedance, advice to replace the pacemaker was given by the livanova representative.

Event description:
Reportedly, the subject pacemaker was programmed in safer mode at the end of the previous follow-up. During the follow-up performed on (B)(6) 2017, the pacemaker was unexpectedly found in ddd mode. It was also reported that the remaining lifetime was overestimated. Considering the rising of the battery impedance, advice to replace the pacemaker was given by the livanova representative.